Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas pure e 402 analytical unit. The initial result was 53.40 pg/ml. The repeat result at another laboratory was 6 pg/ml. The repeat result on this analyzer was 6.85 pg/ml. Additional results of 7.87 pg/ml and 6.64 pg/ml were provided, but it was unclear if these were from the same sample. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
Clarification was received that the results of 6.64 and 7.87 pg/ml were from new samples from the same patient. The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within ranges.